Event description:
Description of event according to initial reporter: on (B)(6) 2022 approached from the right common femoral artery, zta-pt-44-40-233-w1 was deployed in zone3 started from approx. 30mm distal of left subclavian artery to the descending aorta, and zta-d-42-204-w1 was deployed in the descending aorta. Endoleak was not recognized on final angiography right after surgery. On (B)(6) 2022, about 1 month after the tevar, endoleak was confirmed on CT. At this point, endoleak type 1a, 3a, and 3b were suspected. On (B)(6) 2022: on the angiography taken before the additional treatment of medtronic/valiant, it appeared that a contrast medium was flowing into the aneurysm from the just above the overlapped position of the proximal alpha (zta-pt-44-40-233-w1). The physician suspects type 3b endoleak in the end and another product (medtronic/valiant 46mm x 212mm - lot# unknown) was added from zone 3 (from more proximal position than zta-pt-44-40-233-w1 but not blocking left subclavian artery, left common carotid artery and brachiocephalic artery). He added medtronic/valiant from that proximal position considering the possibility of type 1a endoleak just in case. It was confirmed that the endoleak disappeared on the angiography after the surgery.

Manufacturer narrative:
Manufacturers ref# (B)(4). Similar to device marketed under p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: on (B)(6) 2022, a 78-year-old male patient underwent thoracic endo vascular aortic repair (tevar) with a zta-pt-44-40-233-w1 (complaint device) and a zta-d-42-204-w1. Approach was gained from the right common femoral artery and the zta-pt-44-40-233-w1 (complaint device) was deployed in zone 3 starting from approx. 30mm distal of left subclavian artery (lsa) to the descending aorta, and zta-d-42-204-w1 was deployed in the descending aorta. The aortic neck anatomy (fixation site) was reported to be of a funnel shape. The physician reported no difficulties from insertion of the delivery system to the unsheathing. On the final angiography, no endoleak was observed, but ballooning was performed for zta-pt-44-40-233-w1(complaint device) as the physician reported that the sealing appeared to ¿not be good enough¿ due to the proform-tie. Also, ballooning was performed at the overlapped position and the distal position of the distal component as the distal sealing area was relatively short landing. On (B)(6) 2022, about 1 month after the tevar, endoleak was confirmed on computed tomography (CT). At this point, endoleak type 1a, 3a, and 3b were suspected. On (B)(6) 2022, an angiography was taken before the additional treatment, and it appeared that a contrast medium was flowing into the aneurysm from just above the overlapped position (4th stent) of the proximal zta-pt-44-40-233-w1 (compliant device). The physician suspected a type 3b endoleak (pr383444) and a device from another manufacturer was added from zone3. The stent from another manufacturer was placed from more proximal position than zta-pt-44-40-233-w1 (without blocking lsa, left circumflex coronary artery, basilar artery) to also address the possibility of a type ia endoleak. It was confirmed that the endoleak disappeared on the angiography after the surgery. No adverse effect on the patient has been reported. Review of the device history record found that all discovered non-conformances were properly dispositioned before release and no indication that the device was produced outside of specification. The graft material is inspected according to in-process qc (quality control). The device was not returned. One-month post implantation computed tomography angiography images were provided and imaging review has been performed by an imaging expert. Per the findings in the imaging review: ¿the sealing stent was 13.8mm short of being parallel with the aortic centerline. The second mainbody stent was underneath. This focally eliminated sealing stent contact with the aortic wall along the inner aortic curvature. Contrast was outside the endograft circumference only at this location. The contrast was either inside of a pleat or a type ia endoleak. More caudal at the level of the third mainbody stent, contrast was still outside the fabric or within a pleat during the arterial phase. On the delayed phase, contrast was outside the fabric. Although this most likely represented continuation of a type ia endoleak, the possibility that it originated distally from a type iiib endoleak cannot be excluded by the provided imaging. The endoleak was uniform in density. Inside the aneurysm sac, the endoleak was in contact with the superior end of the tapering stent where the stent was permitted to flare nearer towards its design diameter relative to its neighboring cranial stent which was constrained by the aneurysm neck. This created a 5.97mm step-off between the stents. Per the impression in the imaging review: ¿endoleak source identification was significantly limited by the scan¿s 3mm slice thickness, the maximum IFU recommended slice thickness. Overall, the scan is more consistent with a type ia endoleak rather than a type iiib endoleak¿. However, the imaging reviewer¿s impression is that a type iiib endoleak cannot be excluded. He comments the following: ¿because of the step off at the endoleak and the impression that the endoleak originated through the fabric on secondary intervention, a type iiib endoleak cannot be excluded the step-off could have stretched a suture hole particularly given the reported molding balloon angioplasty. However, the angiogram must have not been convincing as the secondary intervention was completed to exclude both type ia and type iiib possibilities.¿ based on the provided information and the imaging review it has not been possible to establish an exact cause of the event. Endoleak is listed as a potential adverse event in the instructions for use. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.